Manufacturer narrative:
(B)(4). The lot was manufactured may 11, 2015 ¿ may 13, 2015. The device was received for evaluation. Visual inspection found a white particle, approximately 1.24 mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy was performed and identified the material as acrylic. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white floating particulate matter. The device was compounded with ceftazidime. There was no patient involvement. No additional information is available.